Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a gripper actuation issue. It was reported that on (B)(6) 2022, the patient presented with grade 4 degenerative mitral regurgitation (mr), a posterior prolapse, and flail. During the procedure, the xtw mitraclips posterior gripper did not go down. The gripper remained in the ¿up¿ position. The xtw was not implanted. The procedure was completed with 2 clips implanted. Mr was reduced to grade 2. There was no adverse patient consequences or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.